Manufacturer narrative:
The involved devices have not been returned. The exact cause(s) of the reported events are unknown. Device not returned.

Event description:
Int'l. ((B)(4)) complaint received reporting leakage issue with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received from the facility reports ".. Three incidents of leakage of blood from the tego connectors, patients were undergoing their haemodialysis at the time..." Additional information stating " ..no obvious defect noted but blood leakage around 3 cvcs noted ...". Additional event/usage information and status of device return has been requested. As of the date of this report there has been no response.